Event description:
Consumer reports comparing meter to meter and getting different results. Analysis run on clark error grid using competitive meter reading (55) as ref. Point vs. Bd reading (77) yielded data points in the range of the grid, outside acceptable limits.